Event description:
Additional information reported that the implantable neurostimulator (ins) was replaced on (B)(6) 2013 due to normal battery depletion. There were no patient injuries and the outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Event description:
It was reported there was a shocking or jolting sensation that occurred about 3 times in about 1 week. The patient felt the shocking on her right side down hips and in the knee. The shocking "seemed" to be positional, ie it occurred while driving or bending over. The device was turned off for a few weeks until it could be checked. The impedances were measured and the results were within normal limits. The device was interrogated and no malfunctions were observed, and the cause of the issue was not determined. The device was reprogrammed and the reporter was awaiting feedback on the results of the reprogramming.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Extension: model 748925, serial# (B)(4), implanted: 2004 (B)(6), extension: model 748925, serial# (B)(4), implanted: 2004 (B)(6), programmer: model 7435, serial# (B)(4), lead: model 3888-45, lot# j0417799v, implanted: 2004 (B)(6), lead: model 3888-45, lot# j0417945v, implanted: 2004 (B)(6), lead: model 3888, lot# j0417799v, implanted: 2004 (B)(6), lead: model 3888, lot# j0417945v, implanted: 2004 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator found the battery was not in new condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.